Event description:
The customer reported that the screen of the insulin pump was scrolling by itself and the buttons were not responding. Blood glucose value was 534 mg/dl; she treated with manual injection. Customer did not recall any significant events leading to the keypad issue. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.